Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic) and audio/vibrate anomaly/absence of alarm. The insulin pump had cracked at the button. The insulin pump had additional issues as well, but it was now not moisture-proof. Therefore, it was no longer safe to use. Additionally, the insulin pump gave alerts without any cause. The customer reported, a blood glucose value of 23 mmol/l. The customer reported, hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported, that the cause of the event was unknown. As nothing was identified in troubleshooting. The event involved product(s) mmt-1885. Troubleshooting was performed. And the customer reported, physical damage (crack or scratch) to the pump unrelated to the retainer ring. The customer reported, a vibrating irregularity. The customer performed the self-test. And the pump did not vibrate, during it. The customer reported, having excessive blood glucose. No further customer complications were reported. Mmt-1885 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No unexpected bolus delivery anomalies noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: dried insulin on motor slide, cracked keypad overlay and scratched case. Cosmetic damage was confirmed where cracked keypad overlay was noted. Audio anomaly not confirmed during testing or in the pump history/trace files. Exposed to moisture confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.